Manufacturer narrative:
A follow-up report ill be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk. The customer reported the device was not in use on patient.